Manufacturer narrative:
This event was identified as being reportable during a retrospective review of complaint records as required by maquet's CAPA process. Due to the age of the complaint, follow-up will not be conducted and no further information is expected.

Event description:
It was reported on (B)(6) 2012 that, during use that day, a clot formed in the arterial outlet of a cardiohelp hls set. The customer served the tie band, securing the tubing to the arterial outlet, and snugged up the tubing on the arterial connector. The customer reported having some success but still saw clot formation at the arterial connection. The customer stopped therapy, resected the area of the clot and re-initiated support. No adverse effects were reported. (B)(4).